Event description:
Customer reported a button error alarm on the insulin pump. Customer did not recall any significant events leading to this alarm. The blood glucose reading was 141 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with down arrow button not responding due to corroded keypad trace. No button error alarm noted. Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.